Event description:
It was reported that a 59-year old caucasian female patient underwent breast prosthesis implantation surgery with two 300cc mentor memorygel breast implants. Post-operatively, the patient had an unspecified breast surgery in 2016, in which the implants were not exchanged out. The right breast was reported to have felt different since then. In the last two years, the breast became very tender. The patient had a CT scan for their heart around (B)(6) 2022 and a rupture of the right breast implant was identified. A cyst of clear liquid was shown around the patient's heart. An ultrasound was performed on (B)(6) 2022, which showed silicone has traveled up the patient's lymph nodes, where they have been sore. The patient also suffers complete exhaustion to the point of being bed ridden, mind cannot process thought well, memory issues, pant a lot with any kind of exertion, and breast implant illness. As a result, the patient underwent bilateral breast implant removal and replacement with unspecified implants on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on september 14, 2022, it was decided to add health effect - impact code, surgical intervention (f19), to more accurately capture the reported event.